Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): crack at the stopcock connected to the central line. Flow of blood and parenteral nutrition during the sleeping pt. Risk of bleeding. Change stopcock. MFR 9610825-2013-00401.